Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy drain. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with heparin (intraperitoneal) for peritonitis. The patient was recovered from the peritonitis event. Action taken with pd therapy was not reported. No additional information could be provided because the reporter declined follow up.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was recovered from peritonitis fourteen days after the event onset . Should additional relevant information become available, a supplemental report will be submitted.